Event description:
It was reported that the surgeon was performing a phalanx open reduction internal fixation (orif) during which he implanted a plate and five screws. Upon final tightening of a screw, the screw head broke off. He attempted this again with another screw and the screw head broke off again in the plate. He contacted the sales consultant and was provided with a screw removal set. He attempted to remove the embedded screw with the reamer however he chose not to proceed to prevent further damage. The two shafts remain in the patient. There was a 30 minute surgical delay. There were no additional complications and the reduction was successful. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn because the complaint product was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.